Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was losing signal with the sensor. Due to this, they had a severe hypoglycemia because they did not get a warning from the insulin pump. They had over-corrected for the low blood glucose. The customer stated that their blood glucose rose to 33 mmol/l from 2 mmol/l. The emergency response team was dispatched and they were admitted to the hospital for 5 days. They were wearing the insulin pump at the time of hospitalization. The cause of the hospitalization per health care professional was strangulated prolapsed proma. The customer¿s current blood glucose was 8.2 mmol/l. Troubleshooting was performed. Additionally, it was reported that sometimes the insulin pump¿s display would flash then go back to normal. The customer was still using the device. The insulin pump will not be returned for analysis.